Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Per (B)(4) adverse event report, the patient was admitted to the hospital with a hematoma. The hematoma was successfully evacuated on (B)(6)2010, and the patient was discharged home in stable condition. All records indicate that the system remains implanted. Should additional information become available, this event will be updated. Associated devices: lumax 540 hf-t, (B)(4), MDR-1028232-2010-01925. Sjm 1570-65, (B)(4). Oscor zy48 rjvsbv, (B)(4).